Event description:
It was reported that, during the patient¿s follow-up visit, the nurse wanted to demonstrate the alert tones from the implantable cardioverter defibrillator (ICD) device for the patient¿s awareness, since the ICD was nearing elective replacement indicator (eri). The tone was not heard. The device was interrogated again, but it still did not tone. Finally, the device toned softly and gradually got louder. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4457-58 competitor implantable pacing lead (B)(6) 2008; 4136 competitor implantable pacing lead (B)(6) 2008. (B)(4).